Event description:
It was reported by service report that the footboard had an error code of 202. The head right load cell was failing causing bed exit and scale to not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell connection.